Event description:
It was reported that patient's inflatable penile prosthesis (ipp) was not inflating. During revision, it was discovered that the device had tubing fluid loss. The tubing near the pump was broken. The device was replaced with a spectra penile prosthesis. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.